Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2015-03123, 1627487-2015-03124 & 1627487-2015-03125. Additional information received identified the leads were explanted and replaced. Effective stimulation was restored with the surgical intervention.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2015-03123, 1627487-2015-03124 & 1627487-2015-03125. The patient has 4 peripheral (off-label) leads. It is unknown which leads are related to this issue; therefore, all are being reported. It was reported the patient is experiencing ineffective stimulation. X-rays revealed that 3 out of the 4 leads have migrated. Surgical intervention is scheduled to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2015-03123, 1627487-2015-03124 & 1627487-2015-03125.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.